Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 429 mg/dl. The customer was at the hospital for a non-diabetes related event and was treated with humulin and lantus. Reportedly, the customer's bg level was elevated due to stress. Recommendation was made to consult with health care provider regarding diabetes management.